Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni event description: information provided on 28may2026: I am a first assistant at [hospital name] for the heart program. We have had issues with our cross clamp slipping during the cases. Not every case, but often enough. It has occurred with three different surgeons. I am reaching out to you for suggestions and to see if this is a documented issue. We have a compilation of new and older clamps, so not sure where the correlation would be: I appreciate any input you may have. Patient status: ni. Intervention: ni.